Event description:
A peritoneal dialysis nurse reported a dialysis patient observed fibrin in the drain lines on (B)(6) 2015. Per the nurse the patient was hospitalized on (B)(6) 2015 for peritonitis. The nurse stated the episode of peritonitis was due to contamination, whereby the patient's catheter and clip came off in the shower. As of (B)(6) 2015 the patient was currently still hospitalized. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.